Event description:
A doctor alleged that the cement had set up too quickly while seating a patient's crown.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided. The doctor observed that the crown was not seated properly, immediately removed it, cleaned off the patient's tooth, and cleaned out the crown. The doctor then re-cemented the crown during the same office visit using the maxcem elite clear product, without further incident. To date, the patient is doing fine. Lot number 4690551 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.